Event description:
During an exam, the attending physician moved the table transversely which caused the arm supportboard to push against the unit (stand). When this occurred, the pt slipped off the table. The pt received a small cut on the head, and was treated for the head injury and concussion. Restraining straps were loosely around the pt's knees, but were not tight enough to hold the pt on table when the event occurred.

Manufacturer narrative:
The operation instructions stated the necessity to immobilize pts during examinations. The chapter referring to "transferring and positioning the pt" states "positioning accessories: attach the accessories required for secure positioning of the pt table". Also, "immobilization" - "if necessary, immobilize the pt using the appropriate accessories." The cath lab mgr stated that the restraining straps provided with the system were only set loosely around the pt's knees. From this info, it would appear that the pt was not properly immobilized. The local service person stated that after testing the unit, no system defects or technical failures were found.